Manufacturer narrative:
H4: the lot was manufactured between july 17, 2023 ¿ july 18, 2023. The device was received for evaluation. Visual inspection was performed, and a rupture in the bladder was observed. Further inspection of the external and internal surfaces of the bladder, rupture line, and stressmember were performed; no signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause of the bladder rupture may be due to inherent variation in the material from manufacturing, as the bladder are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor ruptured. The balloon burst at the time of connection during device setup. The device was filled with 44 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.